Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was calcified with average tortuosity in the proximal left anterior descending artery. On the first and second inflation, the 1.5 x 15mm maverick2 monorail balloon catheter was inflated to 6 atmospheres. There was difficulty inflating the balloon. It would only inflate partially. On the third inflation, the balloon was inflated for about 2 seconds and ruptured at 6 atmospheres. The device was removed intact. The device was not visible under fluoroscopy. The procedure was then continued with a different device and the procedure was completed successfully, but the lesion was not completely dilated. The pt status is listed as good with no pt complications.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.